Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed of 367 mg/dl and went to the emergency room ER. The customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the ER (B)(6) 2026.